Event description:
During a follow-up, the device could not be interrogated. The device was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was in backup mode and the battery voltage had reached end of life (eol) level. Analysis of device image indicated that backup mode was triggered due to code corruption resulting from low battery voltage. The reported magnet response is the normal expected behavior in backup mode. Assessment of devices battery indicated that it had reached normal eol level. The loss of telemetry observed during analysis is consistent with effects of low battery voltage and considered normal. Further analysis indicated normal results with stable telemetry throughout all testing. Longevity assessment was performed, total projected longevity is 7.02 years, device was implanted for 7.26 years. Device exceeded projected longevity and is considered normal.